Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a console and an angiojet catheter were used in a thrombectomy procedure. During the procedure, the unit was giving a check saline suppy error message. A drawer replacement was required. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the ultra console was received in good condition with no physical damages/defects observed. The ultra console was plugged into the wall source with setup catheter and failed some test steps. There was a drawer stalled error on the display, during the time of testing. This drawer failure will create any type of problem during catheter loading and priming. Therefore, the catheter issue during the procedure was confirmed.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a console and an angiojet catheter were used in a thrombectomy procedure. During the procedure, the unit was giving a check saline suppy error message. A drawer replacement was required. The procedure was cancelled. No patient complications were reported.